Manufacturer narrative:
Concomitant medical products: product ID 8780, serial# (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2015, product type: catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was receiving an unknown medication via an implantable pump. Indication for use was non-malignant pain. The date of the event was approximately (B)(6) 2014. It was reported from the start the pump implant did not go well. The surgeons had to reseal the patient's back three times as they kept leaking spinal fluid.

Event description:
The wound was oversewn on (B)(6) 2014 and (B)(6) 2016. The hcp did not know about a third time. A culture taken on (B)(6) 2014 was (B)(6). Troubleshooting related to the patient's back incision being re-sealed 3 times included a culture taken on (B)(6) 2014 finding a few (B)(6), thought to be a contaminant. The cause of the patient's re-sealing procedures was noted to be a wound healing issue. The patient was last seen by this hcp on (B)(6) 2014; he transferred to a different hcp.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.